Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) wasn't working and showed a code indicating the patient programmer (pp) batteries were low. The consumer replaced the batteries and then saw an informational screen on the pp indicating the ins charge was low. Following this the consumer was instructed on how to clear the informational screen, and then the pp showed the therapy screen indicating the ins was on. It was noted prior to the call the consumer was still seeing the power on reset (por) error message on the recharger, but during the call no por message was seen on the pp or recharger. It was recommended to recharge the ins and call back if any por appeared.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they saw an informational power on reset (por) message which they first noticed a couple of months ago. It was reviewed how to bypass the por message, and then the consumer was able to start charging. Following this the patient programmer (pp) was used which showed the warning screen ¿charge the implantable neurostimulator.¿ the consumer was instructed to charge the ins and then call back to see if they could clear the por using the pp.

Event description:
The patient reported that they were having a problem with their back stimulator. They tried to increase their stimulation while at the supermarket right next to the security gates and all of their stimulation stopped working. This occurred sometime after (B)(6) 2016. At the time of the report they were seeing a power on reset (por) message and the therapy had stopped due to the por. The por was first noticed on (B)(6) 2016. They used their recharger to communicate with the implantable neurostimulator (ins) at the time of the report and the ins battery was very low. The ins battery was too low to connect with the patient programmer and the programmer showed a "charge ins" warning screen. It was unknown if the ins was in overdischarge because the patient used the antenna locate feature and then the recharger was able to connect to the ins. They were not able to charge their ins enough during the report to clear the por. They were going to keep charging and try to resolve the por. It was noted that the patient had a doctor's appointment the day after the report. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.